Manufacturer narrative:
(B)(4) implant date: the patient was noted to have been implanted in 2012. Concomitant medical product: unknown articular surface, catalog #: unknown, lot #: unknown. Unknown femoral component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02469, 0001822565-2018-02143.

Event description:
It was reported from the patient that she has pain, instability, possible loosening, fallen several times and ambulates with a cane. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lps-flex option femoral size d-lt catalog # 00596401451, lot # 62034590, nexgen all-poly patella, 35mm catalog # 00597206435, lot # 62154749, nexgen option stemmed tibial plate, sz 4 catalog # 00598603702, lot # 62126226.

Manufacturer narrative:
Cmp-(B)(4) this report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed with no deviations identified. Per package insert (B)(4)nexgen cr-flex and lps-flex fixed bearing knee pain, instability and loosening are known adverse effects of this procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.